Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure with the third mitraclip xtw, the lock was tested and was successful. The lock line was pulled, and the lock was tested again. The clip remained closed during established final arm angle(efaa). Once the mandrel retracted, the clip opened slightly at 20 degree angle and remained stable. The mr was reduced to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay.